Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (one touch ping) read inaccurately low compared to a calibrated lab device. The reporter claimed obtaining a blood glucose reading of 175mg/dl with the subject meter and 225mg/dl on the lab device, performed an unknown time from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.